Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 47-year-old male patient, the device displayed "ECG monitoring failure" and "ECG disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The multifunction cable and 12 lead cable used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.